Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when the device was placed into the pocket and suturing was performed loss of capture was noted, and an x-ray confirmed that this right atrial (ra) lead had dislodged. The pocket was opened and this ra lead was attempted to be repositioned, but the lead dislodged once again. Thus, a new lead was used. This lead will not be returned as it was discarded. No additional adverse patient effects were reported.